Event description:
Reporter indicated a vns pt had high lead impedance with systems diagnostics testing. The pt had recently had surgical and other invasive procedures in his neck performed for reasons unrelated to the vns. When the pt recovered the plan of care was to replace the vns. However, on (B)(6) 2010, the pt passed away due to health reasons unrelated to the vns. Over the last two months, the pt had been seizure free. Attempts for further info regarding the high lead impedance are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.